Event description:
High shock impedance was reported. Historical shock impedance fluctuates. Full lead evaluation recommended. Lead remains implanted. No adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.